Event description:
It was reported that when the device was used during a laparoscopic hernia, the staples were not advancing. Another device was used to complete the case. There was no consequence to the pt. The device is not being returned.